Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product monocryl or pds caused and/or contributed to the adverse events described in the article? Citation: eur arch otorhinolaryngol. 2018; 275: 139 146. Doi: https://doi.org/10.1007/s00405-017-4753-y.

Event description:
It was reported in journal article title: modified single-stage segmental cricotracheal resection. The objective of this study was to demonstrate in a large cohort of patients with cricotracheal stenosis that resection of long airway segments could be performed with no increased risk of post-operative complications. A total of 38 patients (18 men and 20 women; age range: 19 to 73 years old) underwent cricotracheal resection (ctr) and anastomosis. During the surgical procedure and after the removal of the endocricoid scar, the cartilage is progressively thinned using rongeurs in the submucosal space to widen the airway aperture proportionately. The subglottic mucous membrane advancement flaps are raised and attached inferiorly and laterally with two figure-of- eight of monocryl 4-0 suture on a p-3 cutting needle. Once the posterior wall anastomosis is completed, a running locking pds ii 4-0 suture on an rb-1 taper needle is used to close the second layer of fibroperichondrial flaps of the proximal and distal airway stumps. Reported complications included acute airway obstruction (n-2), in which 1 patient required re-intubation due to edema of his cords and supraglottis. The patient was extubated after 24 hours of intravenous steroids treatment and 1 patient which required emergency tracheostomy through the anastomosis; tracheal dehiscence (n-1) which required revision of the anastomosis; superficial wound infection (n-1); neck abscess (n 1) which required drainage; transient vocal cord immobility (n-1); and slight air leak (n-1) in which the patient was remained intubated. It was concluded that ctr is practiced as one of the definitive surgical airway reconstruction with strong literature support that it is safe and effective. Of the various innovations to ctr technique described in this work, the laryngosternopexy and single-stitch anastomosis are worthwhile alternatives to the traditional approach. Additional information has been requested.